Event description:
The olympus representative reported on behalf of the customer, multiple scratches were found on the instrument channel tube of the evis lucera bronchovideoscope. Additionally, there was foreign material/stains and scratches found on the biopsy/instrument channel port. The foreign material did not block the channel port. Four (4) scopes were microbiologically tested by next-generation sequencing (ngs). The culture tested positive for acid-fast bacilli on january 14, 2022; however, it was not determined which scope tested positive. The issues were found during reprocessing. The user had followed the process for reprocessing the scope. The procedure was not delayed more than fifteen (15) minutes while being used with an evis lucera elite video system center. No patient harm reported. This complaint is related to patient identifiers; (B)(6).

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issues were confirmed. The channel port was worn. The stains could not be removed due to incorrect or insufficient reprocessing. The surface of the insertion section was severely scratched, not the channel tube. The scope may have tested positive. The bending cover was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results from the device evaluation. An additional issue was identified during the device evaluation. The coating on the connecting tube was peeled off. The issue of a positive culture test was not confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The cleaning, disinfection, and sterilization of the scope was provided by the customer: pre-cleaning: wipe with enzyme cleaning solution and flush with the air/water channel cleaning adapter. Leakage test: leakage was not detected. Manual cleaning: the user used multienzyme detergent and cidex opa disinfectant. Aer: solop. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following causes were found likely for each of the potentially adverse events: the biopsy channel port was scratched: it is likely the metal part of cleaning brush or endo therapy accessories touched the biopsy channel port while being inserted or withdrawn. The instructions for use (IFU) instructs the user to inspect the biopsy channel port for scratch, and this event is detectable: ¿preparation and inspection of the endoscope: inspection of the endoscope: inspect the control section and the endoscope connector for excessive scratching.¿ the biopsy channel port was stained: it is likely the reprocessing process at the facility differed from olympus IFU or the facility staff was less trained in reprocessing and/or device handling. The IFU warns about insufficient reprocessing: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the culture test result was positive: the relation between the device and this event cannot be determined. Growth of microorganism was found from the biopsy channel as a result of the culture test which was performed by the user after reprocessing. However, this event was not confirmed since the device was not sent out for additional culture testing. The IFU warns against reprocessing other than IFU recommendations: ¿precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ coating at the insertion section peeled off: it is likely the event was caused by physical stress such as rubbing/striking the insertion section, chemical stress due to deviation from IFU (reprocessing manual), or stress due to bad storage environment such as in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays. The IFU warns against applying external stress to the insertion section: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". The IFU also warns against bad storage environment of scope: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.